Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the hospital after receiving inappropriate antitachycardia pacing and high voltage therapy. Programming changes were made. The patient will be monitored with routine follow-up. The patient condition is well.